Event description:
While using a byte night aligners, patient reported they had significant pain in their upper left front tooth. Their face started swelling. They were seen by their dentist, had x-rays done and an abscess was found. Dentist put patient on augmentin and a week later they had a root canal and then temporary crown was placed. Their dentist recommends patient get new molds for aligners or stop aligner treatment. Gathering information and requested diagnostic findings from dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.